Event description:
The patient had permanent pacemaker leads implanted initially without difficulty. During screw in of the rv lead into the header, the wrench (which is packaged with the pacemaker) was noted to disengage from the screw. Attempts were made to back the screw out of the header to allow rv lead removal from the header. However, all attempts were unsuccessful. Given that the header was likely stripped, decision was made to remove the rv lead. The entire rv lead body was torqued in a counterclockwise fashion and successfully disengaged from the rv apex. The rv lead and pacemaker generator in situ were sent to the manufacturer for analysis. A new rv lead was implanted and a different generator was placed.manufacturer response (as per reporter) for lead, st. Jude